Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on october 26, 2025, a 54-year-old male patient presented with ventricular tachycardia arrest. No additional past medical history was reported. The patient was brought to the cardiac catheterization laboratory, where a left heart catheterization was performed and revealed no need for coronary intervention. During the procedure, the patient experienced another cardiac arrest, and the decision was made to initiate mechanical circulatory support with an impella device and extracorporeal membrane oxygenation. Upon arrival to the cardiovascular intensive care unit, the patient received two defibrillation shocks for pulseless ventricular tachycardia. The impella device was repositioned at the bedside using echocardiographic guidance. Amiodarone and lidocaine infusions were initiated. On (B)(6), the patient required placement of a reperfusion catheter due to loss of distal flow at the extracorporeal membrane oxygenation cannulation site. The patient received blood products at that time. On october 28, the impella cp was upgraded to an impella 5.5 device was placed while extracorporeal membrane oxygenation remained in use. On (B)(6), the patient developed thrombocytopenia, and bivalirudin therapy was begun. Severe right ventricular dysfunction was noted later the same day. On (B)(6), due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
Investigation summary no product returned: ppae (cardiac arrest) : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.